Event description:
Per the audiologist, the patient reported pain and facial nerve stimulation. The results of a CT scan indicate the electrode array in the inner auditory canal. Explant and reimplantation was scheduled for 2009.